Event description:
It was reported by the customer that during an lavh procedure, there was an issue with the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: the device was received in good visual condition, with the firing mechanism damaged and with a reload in the device. The reload was received partially fired and with no damage to the reload lock out spring. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and left shroud pinion axle support were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.